Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint that "an administration set model b2-70071-df lot 22055801 poped at the filter right away when a chemo infusion started. No medication infused since the filter broke right at the start of the infusion." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.